Event description:
Complainant alleged that while attempting to monitor the heart rhythm of an unconscious male pt (age unk), the device was unable to obtain an egg signal. The electrode pads were re-applied and the device displayed a "defib pad short" message. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
The complaint was contacted for return of the device . The device has not been returned to zoll for evaluation.